Event description:
It was reported that during thr surgery, the gray plastic cap on the tip of the offset reflection cup positioner/impactor broke external to patient. Surgery was resumed, without any significant delay, with an available smith and nephew back up device; therefore, patient was not harmed.

Manufacturer narrative:
H3, h6: the device, used in treatment, was returned and evaluated. A visual inspection of the returned offset reflection cup positioner/impactor confirmed the gray plastic cap on the tip of the device is missing. This device also has excessive wear usage. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.